Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to successfully load and run a set without discrepancies. The display flickered and gray out, still showing information on the screen. The display glitched back to ¿normal¿ display quality after clear signs of distortion. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a faulty front panel assembly. The front panel assembly would be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lcd screen of a novum iq syringe pump was defective and showed lines on the screen. The issue was noticed before the first clinical use in the biomed service department. There was no patient involvement. No additional information is available.